Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she experienced high blood glucose of 579 mg/dl. Customer stated she changed the entire infusion set. Blood glucose during the call was 83 mg/dl. The customer did not have any symptoms. Customer declined troubleshooting and would monitor the insulin pump.